Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 537mg/dl, 536mg/dl which was treated with insulin shots. Customer¿s mother mentioned that her son¿s blood glucose at time of incident was 537mg/dl and current blood glucose was 536mg/dl. Customer had symptoms like nausea. Customer alleged possible under delivery because of unexplained high blood glucose and insulin pump seems to be off. Customer reports insulin exited at the quick release. Insulin pump will not be return for analysis.